Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned.; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 219mg/dl. A system check was performed and the pump performed as intended. No damage to the cannula was noted. Reportedly, the customer keeps the pump in their pocket which may have led to an abrupt temperature change to the pump. The customer stated a new site would be inserted to address the issue. A follow up call to ensure the issue was resolved was declined by the customer.